Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 800 ar clinical chemistry analyzer and found the ise ratio pump and electrolyte injection cup (eic) were malfunctioning. The fse replaced both the ratio pump and eic assembly to resolve the issue. Afte the replacement, calibration and quality control were performed with acceptable results, verifying that the analyzer had resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining high patient results on ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their dxc 800 ar clinical chemistry analyzer. The customer repeated the samples with normal results. The customer indicated some patient results were released outside the laboratory. However, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics; they provided only na results for 11 patients.